Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that prior to a pulmonary vein isolation procedure to treat an atrial fibrillation, a farawave catheter that was selected for use had white powder visualized on the handle upon unpacking the catheter. The sterile seal of the package was not noted to have been damaged or compromised. The catheter was replaced, and the procedure was completed successfully. No patient complications were reported. The catheter is expected to be returned for analysis.

Event description:
It was reported that prior to a pulmonary vein isolation procedure to treat an atrial fibrillation, a farawave catheter that was selected for use had white powder visualized on the handle upon unpacking the catheter. The sterile seal of the package was not noted to have been damaged or compromised. The catheter was replaced, and the procedure was completed successfully. No patient complications were reported. The catheter was returned for analysis.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection observed white marks in the catheter. A guidewire was inserted into the catheter, and the catheter was deployed to basket and flower configurations successfully. The reported event was confirmed via analysis.